Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during implant of the left ventricular (lv) his bundle lead that it would not retract from the location after the initial placement. The lead was capped and abandoned and a new lv lead was placed. No patient complications have been reported as a result of this event.